Event description:
It was reported via repair work order that the footend lift arm was bent with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with conclusion results in which the customer was provided a quote for a replacement bed.

Event description:
It was reported via repair work order that the footend lift arm was bent with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.